Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the isi fse conducted an inspection and was able to reproduce errors m-35 and m-02. The isi fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the issue. The system was tested and verified as ready for use. The iesu erbe was analyzed and found to have an error m-02-3/1-71. The unit was placed on an in-house system and was run in normal mode. The complaint regarding error m-02 was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the erbe generator displayed errors m-35 and m-02. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer elected to continue the procedure using an external generator as the errors were not resolved. No known impact or patient consequence was reported. It was unknown if the erbe was checked upon powering on.